Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to start charging. The customer continued using the pump for insulin therapy.